Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: meter strip connector issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new replacement resolved the initial concern;customer went to the hospital on (B)(6) 2016 for the symptom (dizziness). The blood glucose reading upon arrival was at 425mg/dl. Customer was given insulin to lower the blood glucose level. The customer stayed in the hospital for 2 hours. Upon discharge the customer stated that the blood glucose reading was at 125mg/dl. Customer states his condition has improved and is no longer experiencing symptoms related to diabetes.

Event description:
Costumer reported complaint for dead meter. The customer was assisted to resolve the initial call concern. The customer reports symptom of feeling dizzy. The customer was advised to disconnect and seek medical attention. During a follow up phone call customer reported medical attention. The customer was hospitalized on (B)(6) 2016. The customer's expected fasting blood glucose test result range is undisclosed. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).